Event description:
In 2001 the end-user called minimed, USA and stated that the quick set is breaking. Treated high bg with a bolus. Cannula hub comes completely off. Happened twice now. On 6/25/2001 maersk medical received the complaint and 1 used infusion set. The incident took place in USA.